Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked battery tube threads, completely broken off reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir tube window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had broken screw thread on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.